Manufacturer narrative:
Field service visited the account and check the laser after the event. He performed side cut retrace test and confirmed issue. He adjusted side cut retrace correction in system settings and gelled system. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that there was an incomplete sidecut and that they did not continue with the patient. The account did not report any patient details.